Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) contacted our affiliate in (B)(4) to report while wearing the 1-day trueye brand contact lenses in late (B)(6) 2017, he/she was diagnosed with a corneal ulcer. The pt reported that the suspect lens was inserted (affected eye is unknown) causing ocular discomfort. The pt reported he/she was in a hurry and left home with the suspect lens in the eye. The pt reported redness and severe pain while wearing the suspect lens. The pt reported checking the lens and noted the suspect lens was chipped. The pt went to an eye care provider (ecp) later in the evening and diagnosed the corneal ulcer. The pt reported the ecp advised the pt that the suspect lens was chipped and instructed the pt discontinue contact lens use for a month. The pt was prescribed medications which were not provided at the time of the initial call. On 22jul2017 a call was placed to the pt and additional information was provided: the pt reported on (B)(6) 2017 he/she had redness and pain after removing the suspect contact lens. The pt went to an ecp on (B)(6) 2017 and was diagnosed with a corneal ulcer. Pt reported several follow-up visits with cultures performed for bacteria; pt reported the cultures were negative; pt reported he/she was prescribed two different kinds of eye drops and one eye ointment (names of the medication were not provided). The pt reported he/she will allow a medical interview for additional information. On 25jul2017 the pts treating ecp¿s office was contacted and a representative provided additional information: on (B)(6) 2017, the pt was initially seen and diagnosed with corneal ulcer os. The pt returned for follow-up visits on (B)(6). A medical interview was arranged for 04aug2017 for additional information. On 04aug2017 a medical interview was attended per the (B)(4) affiliate and additional information was obtained: on (B)(6) 2017 the pt was diagnosed with corneal ulcer os which was infectious; the culture of the conjunctival sac was negative; the ulcer was 1 mm in size and was located at 1 o¿clock off pupil; the pt¿s va could not be measured because of eye pain; the pt was prescribed cravit 1.5% eye drops q2h, bestron eye drops q2h, and tarivid eye ointment once at night. On (B)(6) 2017, the pt returned to the clinic: the ecp noted inflammatory cell in the anterior chamber; the pt was instructed to continue the medications prescribed; mydrephrine p eye drops tid were added. On (B)(6) 2017 the pt returned to the clinic. On (B)(6) 2017, the pt returned to the clinic: the frequency of cravit and bestron was changed to qid; mydrephrine p was discontinued. On (B)(6) 2017, the pt returned to the clinic. The pt¿s os condition improved; the pt¿s va os was measured to be 1.2; the pt was instructed to continue only cravit qid. On (B)(6) 2017, the pt returned to the clinic. On (B)(6) 2017, the pt returned to the clinic. The pt fully recovered; the pt was instructed to use only cravit bid until used up; the pt was not instructed to discontinue cl wear or return for follow-up. The lot number and the suspect product were discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.